Manufacturer narrative:
Submit date: 10/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the unit is under feeding. Additional information was requested and the customer responded stating that there is no additional information available.